Event description:
Boston scientific received information that one day post implant this pacemaker detected an increase in pacing lead impedances on this right ventricular (rv) lead along with increased thresholds and loss of capture. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported and the device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.